Event description:
It was reported during a gastric band procedure, the injection port would not attach to the facia. The surgeon described that the hooks did not deploy fully. The surgeon then replaced port and new port deployed without incident. There was not patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The port applier, the velocity port, the locking connector, the tubing strain relief and 3.5cm of catheter were returned for analysis. Upon visual observation, the port applier was returned damage at the locator area. A tab was broken. The port was returned in unlocked position with hooks retracted. The catheter/locking connector/tubing strain relief were connected correctly. Betadine solution was observed on the device. Functional testing was performed. The applier was tested with a sample port and port loaded as intended. The actuator ring rotated as intended. Hooks were deployed and retracted using an applier sample with successful results. The port was fully functional. A DHR review was conducted by the complaint technician (B)(4), for the batch and the final lot numbers, and no discrepancies were observed during the manufacturing process.